Event description:
It was reported that the patient experienced unspecified performance issues with his inflatable penile prosthesis (ipp).the ipp was replaced with a tactra penile implant. The patient had a successful outcome.